Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after removing the grounding pad, ecchymosis was found on the bilateral thigh). It was observed that the wire had disconnected from the plate causing a excoriation mark on the patient's skin. The injury was reported as a 2nd degree burn. A bandage was applied.